Manufacturer narrative:
Combination product: yes the lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the eos battery status, detected on july 29, 2025, 128 charging cycles were recorded in the device¿s memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of 117 charging cycles was performed by the device within three hours on july 29, 2025. As a result of that fast successive charging the eos battery status had occurred. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the rv lead. The ICD went to eos after the shock delivery. The device was explanted and replaced by a pacemaker. The lead was capped and a new brady rv lead was implanted.